Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. The oad driveshaft was observed to be fractured at the distal edge of the crown. The fractured section was engaged on the distal end of the guide wire. Scanning electron microscopy was performed and identified evidence of fatigue striations on the fractured driveshaft filars. At the conclusion of the device analysis investigation, the reported device detachment was confirmed. However, the exact cause of the detachment was unable to be determined. The device history record for this oad lot number has been reviewed. One shaft was eliminated prior to distribution due to a crown weld issue. This crown weld issue was not identified on the reported device. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached. The target lesion was 90% stenosed and highly tortuous. Following treatment with the oad, the device and guide wire did not appear as expected during imaging. The device and guide wire were removed and the tip of the oad was noted to be detached and appeared to be wrapped around the guide wire. X-ray imaging was performed and no portion of the device was observed to remain in the patient. The patient remained hemodynamically stable through out the procedure.